Event description:
The customer reported to philips healthcare that the heartstart xl+ displayed a "therapy not available for unit fault" message. There was no negative patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.